Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer's blood glucose level was 574 mg/dl. Troubleshooting for no delivery was performed. Customer advised they changed out their infusion, gave themselves a bolus delivery and received the no delivery alarm. Customer advised they were at work, were unable to change out their sets at this time and would take manual injections until they got home. Customer advised they would call back when they get home to complete the troubleshooting process.